Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block g2: yates, a. H., dempsey, p. J., power, j. W., agnew, a., murphy, b. D., coffey, c., moore, r., el bassiouni, m., & mcnicholas, m. M. J. (2025). Rectal complications following spaceoar insertion after prior pelvic radiation. Bjr/case reports, 11(2), uaaf013. Https://doi.org/10.1093/bjrcr/uaaf013. Block h11: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Boston scientific became aware of an event involving a spaceoar device through the article: "rectal complications following spaceoar insertion after prior pelvic radiation" by et yates, andrew h., et al. The article examines the safety and complications associated with the use of spaceoar. The study is a retrospective case series involving eight patients who received spaceoar placement prior to reirradiation. The authors document a range of complications that occurred after the procedure, including severe rectal complications that were more frequent than expected in this patient demographic. Out of the eight patients, one experienced a serious injury. The patient underwent the placement of spaceoar to create a protective space between the rectum and the prostate before subsequent high-dose brachytherapy, which was administered in two fractions one week apart. Initially, the procedure was deemed successful, with no immediate complications observed on magnetic resonance imaging (MRI), the patient was treated with high-dose brachytherapy 2 weeks later, in 2 fractions 1 week apart. An MRI of the pelvis completed after insertion of the brachytherapy catheters showed the spacer to be positioned between the rectum and the prostate. The spacer had an asymmetrical distribution with more of the hydrogel on the right. A small adhesion was seen between the prostate and the rectum. One month after completing the brachytherapy, the patient presented with alarming symptoms, specifically passing urine through the rectum. Imaging studies, including an MRI, revealed a defect in the rectal wall that communicated with the spaceoar cavity and the prostatic urethra, indicating a recto-urethral fistula. This condition was confirmed through endoscopic examination. As a result, the patient required urgent surgical intervention, including a de-functioning colostomy and urethral repair. In addition, the patient had a long-term suprapubic urinary catheter inserted. Despite these efforts, the patient's health deteriorated, leading to the discovery of local progression of prostate cancer with subsequent lung and bone metastases. Tragically, the patient passed away three months later due to the complications arising from progressive metastatic disease. However, the patient's dead was not attributed to the spaceoar placement.